Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: baxter one link needleless connector; (2)alcohol caps; therapy date (B)(6) 2015. The customer¿s report of a damaged tubing component was confirmed. Visual inspection of the primary set¿s distal luer lock found that the spin collar was cracked. Functional testing was not performed due to the obvious damage. Analysis and testing of component samples from similar reports has determined the damage was likely due to a brittle failure. The root cause of the damaged tubing component was identified as a defective luer collar component. A manufacturing corrective action and field action have been implemented.

Event description:
The customer reported a crack in the spin collar of an IV tubing that was noticed during mating to a non-carefusion needleless connector. There is no report of leakage or patient harm.